Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). Additional type of investigation: analysis of images and labeling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant movement was confirmed with objective evidence by the imaging evaluation completed. Available information suggests that procedure related factors such as location of first device placement position, and extended time with clasps down in the implant capture ready position, may have contributed to the severe regurgitation outcome. Patient related factors such as an indent in the leaflet also may have contributed to the procedural outcome. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per information received there are no plan for additional treatment.

Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. After release of the device, there was an implant movement. Patient had mixed mitral etiology. The initial strategy was considered multi-device. During procedure, the first ace device was implanted in a centro medial position with a 12-6 orientation. A good mitral regurgitation reduction with the first device was achieved from severe to moderate. The device was reopened to show procedural aspects in a live transmission. The ace remained in capture ready with leaflets grasped for 10-15 minutes. After that the ace was closed and reduction from severe to moderate was achieved again. After release, the device exhibited slight mobility, although no leaflet loss was observed. Second device was implanted in a lateral position with a 1-7 orientation. Over time, when the second device was introduced, the regurgitant jet worsened and returned to severe. First device instability was observed, resulting in the implant tip orienting toward the ventricular apex. The tip exhibited medial and lateral oscillation of approximately 20-30 degrees. There was definitely no detachment visible. Third device was implanted in a center position with a 12-6 orientation to stabilize first ace. The initial mitral regurgitation (mr) grade was severe and it remained severe after the procedure. Patient was in stable condition after the procedure. The root cause is assumed to have been due to the first device being kept in capture-ready with the leaflets grasped for an extended period of time.